Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was seen in office and an impedance check showed over 4000 ohms on all electrodes with 1 month of battery left. The patient was scheduled for replacement, but upon further review it was noted that they had read the pain stimulator. No surgical intervention occurred. No symptoms were reported. No further complications were reported or anticipated.